Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical logs indicate that the device returned a shock advised prompt on all three segments due to low normalized amplitude, waveform variability, wide complex width, and detected number of peaks. The device worked as designed and configured, and within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician removed the electrodes and did not administer the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.